Event description:
Intended use: bact/alert® pf plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood. Issue description: a notification was received from biofire that they had received a customer complaint of a false positive result for serratia marcescens for the bcid2 panel after the sample was incubated in a bact/alert pf plus (plastic) bottle (ref (B)(4), lot 0004101718, expiration date 24-apr-2024). The sample was reported to be positive for serratia marcescens (gram-negative), according to the bcid2 panel, which did not correlate with the gram stain (gram positive cocci in pairs and tetrads done three times from the culture bottle and from early growth on blood agar). It was reported that the bcid2 result obtained for serratia marcescens was not reported to the physician; the customer was able to clarify the results provided to the physician. Patient care was not affected by the biofire results. The bact/alert bottle is a qualitative test, detecting the presence or absence of an organism, the bottle functioned as intended in signaling positive for the organism that was present. There is a possibility of the presence of nucleic acids from non-viable microorganisms in the media used in the bact/alert bottles. The presence of nucleic acids from non-viable microorganisms, alone, will not cause the bact/alert bottle to flag as positive for growth as the organism is not viable and cannot grow in the bottle. The physician should use all information available on the patient to interpret the biofire® filmarray® bcid2 panel results accordingly. The presence of contaminating nucleic acid from non-viable microorganisms in the media, not from the patient sample, is a possibility that must be considered when interpreting the biofire® filmarray® bcid2 panel results. An investigation has been initiated.

Manufacturer narrative:
Context/problem description: customer notified biomérieux of inoculated bact/alert ®pf plus (part 410853) blood culture bottles having nucleic acid interference with molecular testing. The complaint was associated with clinical false positive results when contents of positive bact/alert bottles were further tested with blood culture identification (bcid) systems, using polymerase chain reaction (copies of organism dna for identification) and there was a detection of serratia marcescens. There was no evidence that the bact/alert system did not perform as intended to detect microbial growth. No harm to patients was reported for the complaint associated with this investigation. The instructions for use for the blood culture identification (bcid) products used for testing provided adequate directions for detection of non-viable organisms or nucleic acid levels. These products (e.g., bact/alert bottles, molecular panels) were used in conjunction with other diagnostic test results for the treatment of the patients. Impact: potential risk for interference with customer use of the bact/alert culture bottles for continuous microbial monitoring in conjunction with bcid tests impacts clinical workflow of the laboratory and could have an impact on patient treatment. The potential impact to patients was that they could have been treated one or more broad spectrum antibiotics rather than a more targeted antibiotic therapy with possible risks associated with medication. The impact to customer is having to perform additional testing (e.g., repeat of the bcid panel) to identify conflicting organism growth results. The impact to the business is that performing additional testing for confirming positive results increases healthcare costs. The risk documents associated with bact/alert plus blood culture products risk were reviewed. Nucleic acid interference with downstream molecular processing/testing pertains to this complaint issue. Overall risk for false positive results associated with this issue is low. Immediate action done by biomérieux local customer service: through global customer service (gcs) support, local customer service (lcs) obtained information from the customers pertaining to nucleic acid interference with bact/alert pf plus bottles. Investigation: root cause analysis and conclusion: based on the evaluation of manufacturing, quality control bcid2 panel testing, and the information provided by the customer, the root causes for nucleic acid interference with pf plus pertaining to complaint investigation materials and method. Materials: all customers obtained positive bottle results with pf plus culture bottles. Samples from the positive bottles were tested with gram stain and subculture. All gram stains resulted with gram positive cocci (e.g., staphylococcus, streptococcus) except two cases which had gram negative rods corresponding to aggregatibacter or acintobacter/methylobacterium species. Serratia marcescens (gram negative organism) was not a result of the above series of tests. The customers also transferred sample from positive pf plus bottles and tested the sample with a bcid molecular test. All results had a positive detection for serratia marcescens or gram-negative organism. Serratia marcescens: as per the IFU for bcid2 panel, serratia marcescens is part of the enterobacterales family. It is characterized as gram-negative bacterium. Growth of this organism is best between 4°c to 45°c (refer to the following article for further information). Article: molecular characterization of serratia marcescens strain isolated from yellow mealworms, tenebrio molitor in the netherlands; t.d.j. Bello gonzalez, b. Van gelderen, f. Harders, r. Vloet, m. Voorbergen-laarman, b. De ruiter, and o. L. M. Haenen. Insects 2023, 14, 770. Https://doi/10.3390/insects 14090770. Serratia marcescens has also be associated with blood culture contamination by way of a disinfectant for skin (e.g., 2% aqueous chlorhexidine) used routinely within a hospital (refer to the following article for further details). Article 2: serratia marcescens outbreak due to contaminated 2% aqueous chlorhexidine: m. De frutos, l. Lopez-urrutia, m. Dominguez-gil, m. Arias, j.l. Munoz-bellido, j.m. Eiros, and c. Ramos, doi of original article: http://dx.doi.org/10.1016/j.eimc.2016.06.016. Bact/alert culture bottles: raw materials for bact/alert product is a contributing source for non-viable nucleic acids. The blood culture bottles contain media components that originate from animal/plant where non-viable nucleic acids (e.g., serratia marcescens) will be evident as a result of processing these raw materials. This will not impact the functionality of the bact/alert culture bottle; it is part of the bottle design. Bcid2 panel testing of raw materials as part of incoming inspections requirements has been implemented. However, distribution of non-viable nucleic acids within the raw material lots is an unknown. An industrialization/engineering scientific study (approved on 04jan2024) was an informational evaluation of media samples from twenty (20) locations across the filling process of a bact/alert pf plus lot and tested with bcid2 panels. The fill lot was selected to analyze the cumulative effects of media flow on possible detection of microorganism levels. Samples taken were from collection sites, prior to the autoclave process. Several samples from filtered media had positive detections for nucleic acids (e.g., serratia marcescens). The autoclave process exposes the bottles to high temperature, higher than the survival temperature of serratia marcescens, resulting in non-viable dna. Pf plus quality control (qc) testing with bcid2 panel: all the qc records were reviewed for the pf plus lot involved in this investigation. All bcid2 panel testing of samples from the fill lots was performed as per the release procedure, whereas not all bulks for the fill lot were represented within the sampling plan. Refer to the methods section below for further details. The results of the bcid2 panel tests of all the finished goods lots for the pf plus lot were ¿no detection¿ except for pf plus lot 0004101718. Qc bcid2 panel tests for this lot showed detection of serratia marcescens. Further testing of this lot was conducted, and the impacted bottles were packaged into a different lot number. The blood culture bottles contain media components that originate from animal/plant where non-viable nucleic acids will be evident as a result of the original processing of these raw materials. The manufacturing process of the bottles exposes them to higher temperature than the survival temperature of serratia marcescens. The bcid2 panel will detect nucleic acids whether viable or non-viable. The bcid (2) testing is recommended to be used with other clinical and laboratory results to aid in the diagnosis of microbial components within patient samples. Materials are a contributing factor to this complaint. Method: a review of the bact/alert® pf plus culture bottle instructions for use (document (B)(4)) provides the following adequate guidance pertaining to non-viable organisms with an bact/alert bottle. The laboratory procedure section states: "smear and subculture all positive bottles.¿ the limitations of the test section states ¿a gram-stained smear from a negative bottle may sometimes contain a small number of non-viable organisms that were derived from culture medium components¿¿ as per the biofire® instructions for use (rfit-asy-0841-05 july 2023) for bcid2 test panel, the following information is provided to alert the user of possible false positive results can occur due to detection of non-viable organisms/nucleic acids when using this product: ¿ laboratory precautions: (2) ¿blood culture media may contain non-viable organisms and/or nucleic acid levels that can be detected by the biofire bcid2 panel.¿ ¿the presence of non-viable organisms and/or nucleic acids in blood culture media may lead to false positive test results. Increases in false positive results due to non-viable enterococcus, p. Aeruginosa, proteus and e. Coli have been previously identified in various media types¿¿ ¿ limitations: (3) ¿results from the test must be correlated with clinical history, epidemiological data, and other data available to the clinician evaluating the patient.¿ (4) ¿any blood culture media may contain non-viable organisms and/or nucleic acid at levels that can be detected by the biofire bcid2 panel leading to false positive test results.¿ as per the genmark eplex® blood culture identification (bcid)-gram positive panel, package insert pi1079-c, the following information is provided to the user concerning possible false positive results can occur due to the detection of non-viable organisms/nucleic acids when using this product: ¿ limitations of test: (3) ¿bacterial and fungal nucleic acids may be present in blood, independent of bacterial or fungal viability.¿ (4) ¿the results of the eplex bcid-gp panel should not be used as the sole basis for diagnosis, treatment or other patient management decisions.¿ all the ifus recommend that the product be used with other clinical and laboratory results (e.g., gram stain, subculture) to aid in the detection of microbial components in a patient¿s sample. Polymerase chain reaction (pcr) methods (e.g., genmark eplex, biofire bcid2 panel) have been beneficial in reducing time to identification of bacteria in clinical samples. Variations of molecular methods have been developed to assist in the detection of viable and non-viable organisms in clinical samples. However, there are limitations with the use of these methods in detecting cellular function (e.g., growth of live cells) versus cellular decline (dead cells). Article: dead or alive: molecular assessment of microbial viability; g.a. Congelosi and j.s. Meschke; applied and environmental microbiology, october 2014, volume 80, number 19; doi:10.1128/aem.01763-14. Summarized points that pertain to this investigation are below: ¿ typically, polymerase chain reaction (pcr) tests are inadequate at differentiating dna associated with a viable bacterial cell from a non-viable one ¿ microbiological culture tests detect viable organisms (¿gold standard¿) ¿ viable cells can be described as detection of a number of cells capable of multiplying ¿ non-viable cells can be described as inactivated (e.g., loss of cellular functions due to a puncture to the cell wall, exposure of the cellular functions to disinfectants causing slow decay of cells) qc testing of finished lots: qc release testing for pf plus lots and fa plus lots associated with this investigation was reviewed by the investigator. Bcid2 panel testing was performed on all lots as per a release procedure, whereas the sampling plan for bcid2 panel testing requires bottles representing beginning, middle, and end across all media bulks of a fill lot. In this scenario, not all media bulks would have been part of the bcid2 panel testing. As of 03feb2024, the release procedure instructs the sampling plan to include culture bottles per each media bulk of the fill lot to be submitted for bcid2 panel testing. This will allow for a better detection of non-viable nucleic acids in bact/alert product. However, the sampling improvement does not completely eliminate the chances of a customer obtaining a detection when using a molecular test on a positive sample from a bact/alert culture bottle. Pcr tests are beneficial in reducing turnaround times for the identification of microorganisms in a patient¿s sample; however, these tests are inadequate at differentiating dna associated with a viable bacterial cell from a non-viable one. The durham manufacturing site has implemented an improved sampling plan, representing all bulks in the fill lot, for detection for non-viable organisms and/or nucleic acids in bact/alert culture bottles by testing biological raw materials and finished product with bcid2 technology. Method is a contributing factor to this complaint. Retains: finished product samples from pf plus lot were not required for determining root cause for this investigation. Returned products and testing: returned bottles from the finished pf plus lot were not required for determining root cause for this investigation. Device history record and complaint trends: device history record reviews were conducted for the pf plus lot. Queries for manufacturing deviations and complaint records showed no adverse trend for nucleic acid interference. Conclude product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert pf plus culture bottle lots. The bact/alert bottles detected organism growth as intended. Bcid2 testing is being conducted on designated raw materials and samples representing all media bulks for the fill lots for bact/alert products. Testing of all the media bulks that contribute to the fill lot fills will aid in monitoring product containing nucleic acid residual in an effort to reduce the chances of customers obtaining false positive results with bcid (2) panel testing. Advice and recommendations for customer: the investigator reviewed the instructions for use [IFU] for bact/alert bottles and bcid (2) panel. Important points to consider are summarized below: ¿ all positive bact/alert bottles should be accompanied by gram stain and subculture results as per IFU ¿ follow the molecular testing manufacturer¿s IFU ¿ the presence of non-viable organisms does not compromise the intended function of the blood culture bottles ¿ bcid (2) panels are polymerase chain reaction (pcr) tests which cannot detect the difference between viable and non-viable organisms ¿ bcid (2) panel results should be confirmed (e.g., subculture) before reporting, unless the result is in agreement with other laboratory, epidemiological, or clinical findings